Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, loss of mobility and large amounts of toxic cobalt chromium metal ions and particles to be released into blood, tissue, and bone surrounding the implant.

Manufacturer narrative:
Update: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, loss of mobility and large amounts of toxic cobalt chromium metal ions and particles to be released into blood, tissue, and bone surrounding the implant. **update** (B)(4) 2013 - the complaint has been updated because it was reported that the patient was revised on (B)(4) 2013 to address high ion levels and pain. Part and lot information was provided for the head and liner, and the cup was also removed, with part/lot information identified via invoice. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Revision operative notes confirmed reason for revision- pain and elevated ion levels. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code bh6j11000. A search of the complaint database finds additional reported incidents against lot code 2372619 or 2399755 since their release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.